Event description:
In 2004, cytyc's technical support received a phone call from poison control center, inquiring about the contents of a preservcyt solution vial. They reported that a 2 year old pt had ingested the contents of a vial of presercyt solution. Cytyc's technical support faxed a material safety data sheet for preservcyt solution. The incident occurred at the hospital. The pt was then transported to hospital . Hospital reported to poison control that the pt had lab tests in the ER was discharged later in the evening after lab work indicated no toxicity. Technical support has not received any reports of adverse reaction in this case since it was reported to cytyc.